Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the error message (sf147) was due to water ingress in the pneumatic block. The pneumatic block was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a stalled main blower. There was no patient injury reported as a result of this incident.